Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's support was missing the feet and screws. A follow up was performed with the customer and it was reported that after ordering and replacing the parts, the device was now stable and secured to the stand. The device was returned to service. There was no patient involvement when the issue occurred. There was no patient or user harm reported.